Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify unexpected battery power loss anomaly due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the pump went dead after it got a fatal error and a beeping sound inquired what led up to the customer reported via phone that the insulin pump went dead after got a fatal error and had beeping sound. Customer¿s blood glucose was 164 mg/dl at the time of incident. Customer states they did hear fluid when shaking the pump. Customer states they see fluid under the lcd. The insulin pump will be returned for analysis.